Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the protective cap is loose. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 05-mar-2024. H.6. Investigation summary: material #: 301746 lot/batch #: 3206072. Bd received 1 sample and 2 photos for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for foreign matter was observed as there is embedded foreign matter on the non-patient shield. The failure mode of loose IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. This complaint could not be confirmed for loose IV shield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the protective cap is loose. No patient impact reported.